Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated due to pain at the pocket site. It was noted that the ipg was functional and it needed to be in a better spot for the patient to be able to charge as well. It was also reported that the cause of lidocaine cream's prescription was not device related. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be relocated for an unknown reason. It was noted that the device had malfunction. It was also reported that the patient was prescribed lidocaine cream for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be relocated for an unknown reason. It was noted that the device had malfunction. It was also reported that the patient was prescribed lidocaine cream for an unknown reason.